Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark without turning on. The issue caused the customer¿s blood glucose level to rise to 480 mg/dl. The customer managed the high blood glucose by administering insulin through a syringe and did not require assistance from a third party. Technical support provided troubleshooting instructions, advising the customer to plug the pump into a functioning outlet using the proper equipment and wait for it to begin charging. However, the pump still did not turn on, and further troubleshooting of the battery issue was planned.